Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, keypad hard to press, unresponsive keypad, replace battery alarm and a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7020la. Troubleshooting was performed for replace battery alarm and confirmed that it was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Troubleshooting was partially performed for blank display and confirmed that customer did not call back with blank display after receiving a new battery cap. Customer declined further troubleshooting. Troubleshooting was partially performed for difference between sensor glucose and blood glucose values. The blood glucose value was 250 mg/dl and the sensor glucose value was 150 mg/dl. The difference between the sensor glucose and blood glucose values was within the acceptable range. Insulin delivery was suspended due to sensor glucose value. Customer declined further troubleshooting. Troubleshooting was not performed for unresponsive keypad. No harm requiring medical intervention was reported. The customer will discontinue the use of pump. No product return is required for mmt-7020la. Product mmt-1884 will be returned.